Event description:
It was reported that patient enrolled in a clinical underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date for infection and underwent reimplantation on (B)(6) 2005. Patient underwent an irrigation and debridement procedure on (B)(6) 2005 due to infection. It was further reported that patient underwent a radical debridement procedure on (B)(6) 2006 due to infection. An additional radical debridement procedure was performed on (B)(6) 2006 with implantation of cement spacers.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2. Early or late postoperative, infection, and allergic reaction. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 8 of 26 mdrs filed for the same patient (reference 1825034-2013-04965 & 2014-00709, 00739 / 00762).